Manufacturer narrative:
For the result code, we used no failure detected (B)(4)- "the device either functioned as designed or a failure was not found." We decided to use this code because we are not referring to the status of the hearth valve prosthesis damaged, but rather to the functionality of the mechanism aimed to hold / release the prosthesis during the implant procedure / once implanted. The mechanism was found correctly operating.

Manufacturer narrative:
For the patient's code, we decided to use: "no known impact or consequence to patient, because is not clear the correlation of the delivery issue with the reported patient's status. For the device code, we decided to use "delivery system failure, because the reported issue is related to the removal of the handle once completed the suturing of the prosthesis.

Event description:
Dr. (B)(6) reports that the patient has indication for valve replacement and aortic root. The patient was scheduled for a surgery for valved tube replacement cp-023, and when the holder was removed, this was locked and was imposible to release it. During this process the valve leaflets were damaged. It was necessary to implant another valsalva, which works normally.